Manufacturer narrative:
D10 concomitant product: ta6035s ta 60-3.5 reloadable stapler, (lot#: p3h1088). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a hemicolectomy procedure, after it was removed from the packaging, the surgeon tested closing the jaws outside the patient's cavity. However, the jaws of the two devices did not close; it was blocked. Therefore, firing was not attempted. When the sales representative inspected the devices, the first stapler looked as if it has been fired, the ejectors were pushed out and one bent staple was visible on the reload and the second stapler showed that the staple legs were extending from the reload. The devices were not used on the patient. A third stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the malformed staple was removed. The pushers on the single use loading unit (sulu) were reset and the sulu reloaded into the instrument. The jaw closes smoothly and the pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were cycled with acceptable results. It was reported that there was issue on staple formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the device is applied over thick tissue exceeding the recommended tissue range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: tissue thickness should be carefully evaluated before firing any stapler. Refer to specification chart and the tissue compression re quirement section. Tissue compression requirement refers to the compression requirement of each staple size. The ta loading units should not be used on tissue that will not comfortably compress, or that compresses to less than, the specified compression requirements, displacement may occur, and or hemostasis may not be obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.